Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced a retroperitoneal bleed requiring an unknown amount of blood transfused, which reportedly improved the patient's condition. It was reported that there was no issue with the access site bleeding. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the vascular damage has been completed. The relationship between the retroperitoneal bleed and the use of impella was determined to be unrelated as no evidence was provided to suggest a causal relationship. No product or data logs were returned for this investigation. The root cause of the reported was determined to be a result of patient condition. This report is being filed as part of a retrospective review of historical records.